Manufacturer narrative:
Root cause: the root cause for the reported issue that device had pca tampering was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "patient had alaris pcu pump to dispense pain medication. On several occasions, pump was empty, despite dosing not being high enough to empty pump. Pump checked for issues, no evidence of medication leak or equipment malfunction. Second pump brought in, same thing happened. It was determined that patient had a key she was using that she obtained elsewhere to access pump. This key unlocks syringe cover with and without a code. Issue is that code is not preventing her from accessing pump". There was patient involvement, but the outcome is unknown. Additional information provided 18may2026: the customer states this is a problem that is affecting "the entire fleet of pca's and pcea's."